Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the "cassette not attached" error was duplicated. With a cassette attached, the pump immediately alarmed and "cassette not attached properly, reattach cassette" was displayed. The downstream occlusion sensor was found to be faulty and the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump stated that the cassette was not attached during testing. There was no patient present at the time of the event. There were no reported adverse events.